Event description:
Baxter received a complaint from a facility's pharmacy technician involving the automix 3+3 compounder. According to the facility, they were unable to clear programming information on the red station. Issue has been ongoing and has been occurring randomly. The unit is being swapped. There was no patient involvement and therefore no patient impact nor medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "control module was completely locked up. Unable to clear programming information on the red station" was not confirmed nor reproduced during device evaluation. Therefore, no root cause could be determined and no repair was necessary to correct the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.